Event description:
It was reported that the patient presented for an implant procedure. After the procedure, it was noted that the patient experienced inappropriate shock therapy due to noise oversensing. Programming changes were made. The patient was discharged post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.